Manufacturer narrative:
Initial reporter address - (B)(6). Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. After 28 hours of therapy infusion time, it was observed that medication dose remained in the device and had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 19, 2021 - august 20, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two (2) devices were received for evaluation containing approximately 69ml and 71ml of fluid in their respective bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on each device and the flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.